Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: spinalpak assembly - catalog: #1067716, serial: # (B)(4). Therapy date: unknown. Medical product: synthes 8 mm zero-p va peek spacers. Medical product: cortical screws. Therapy date: (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00054, 0002242816-2020-00056.

Event description:
It was reported that the patient developed sores from the lt-4500, 72r, and 63b electrodes. The patient was using the device on her cervical spine. The patient reported that she developed large open sores from all three types of electrodes. The patient said that her neck pain has improved and she is no longer using the device. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient developed sores from the lt-4500, 72r, and 63b electrodes. The patient was using the device on her cervical spine. The patient reported that she developed large, open, and bleeding sores from all three types of electrodes. The patient did contact her doctor and he advised her to contact zimmer biomet. The patient said that her neck pain has improved and she is no longer using the device. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. More information regarding the event description was received. The product is still in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.